Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for investigation. A data log review was not provided for this case. No physical damage was noted on the returned product. The pump was soaked and tested with a sample purge cassette, and a high alarm for purge pressure was observed after priming. The pump was further cut near the motor housing, and purge fluid was seen coming from the catheter, which proves that there was no blocking in the purge line. Furthermore, the outflow case was torn down, and evidence of biomaterial was observed in the purge gap. The cause of the high purge pressure issue was most likely biomaterial based on returned product investigation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, there were purge blocked alarms. Tissue plasma activator was added to the purge and the staff monitored the patient. There was no patient harm reported.